Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual sample involved and the original packaging was rec'd for eval and forwarded to the MFR, b. Braun (B)(4), for eval. They noted that the capillary hub and protective cap was not returned. The lot number printed on package was 3a29258393 and material# (B)(4). The rec'd sample was visually examined. It was observed that the safety clip was not activated on the tip of the cannula. No other abnormalities was noted on the returned sample. When manually tested by pushing the clip to the tip of the needle, the clip was able to engage. The batch mfg record was reviewed and there were no defects noted during final control inspection. A historical review of our complaint database revealed no adverse trends identified for item #(B)(4). There were no other complaints of this nature against lot #3a29258393. Further investigation on the returned sample is on going at this time. A f/u report will be submitted when the results become available.

Event description:
(B)(4).